Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump alarmed "no cassette" after 1.5 hours. The issue was resolved by changing the cassette. It is unknown if there was patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: the sample consist of one cassette unit from p/n 21-7302-24 l/n 4114183; the returned sample was received decontaminated inside a plastic bag. Visual inspection results: the sample didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: the sample was filled with water; the samples were connected to the cadd legacy plus [cal. ID: 1.0383; due date: 09/2021] to look for unusual function. Results: the sample was fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed. The cause of the reported problem could not be determined. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on march 08, 2021 under (B)(4) that is in corrective action phase. No actions were taken since the complaint was not confirmed.